Event description:
The reporter stated the infusion device was in "stop" mode for 3 days without providing an error message. The customer experienced hyperglycemia and was positive for ketones. The customer was admitted into the hospital from (B)(6) 2015 and was treated with insulin via infusion. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.